Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6)). The investigation determined that the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay performed within specifications. A review of the provided raw data confirmed the reported results. Control curve analysis did not reveal any major shifts or suppression, and the qs performed consistently throughout the runs. The likely cause of the discrepancies was attributed to sample and site-specific factors, including workflow. Following centrifugation, cellular material may diffuse back into the plasma over time, leading to over-quantification due to the amplification of cell-associated dna along with viral rna, particularly at lower titers. No product problem was identified, and there is no indication that the product is not performing as intended.

Event description:
The initial reporter alleged non-reproducible results when testing whole blood samples with the kit cap-g/ctm hiv-1 v2.0 expt-ivd assay on the cobas ampliprep instrument. The results were compared to those generated on a cobas 6800 system at a different laboratory. The samples were stored in bd vacutainer ppt k2e 9 mg tubes, frozen for transport, thawed for approximately two hours, and centrifuged at 3730 rpm. The samples were analyzed directly from the primary tube without transfer to a secondary tube. On (B)(6) 2023, the following results were reported: - sample ID (B)(6): 65008.76 cp/ml versus 324 cp/ml (result from another laboratory). - sample ID (B)(6): 7671.23 cp/ml versus 56.5 cp/ml (result from another laboratory). The expected result for both samples was target not detected (tnd). On (B)(6) 2023, the following results were reported: - sample ID (B)(6): 139 cp/ml versus tnd. - sample ID (B)(6): 119.8 cp/ml versus tnd. - sample ID (B)(6): 120.4 cp/ml versus tnd. No serological results were available, and the assay was being used for monitoring purposes.